Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2021-00109.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2007. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; off vag dis; diff bowel; rec incont; damage; psych surgical interventions: on (B)(6) 2012 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: abdominal hysterectomy for menorrhagia (and offensive vaginal discharge). Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: advil for the treatment of: anti inflammatory . Treatment duration: 5 yrs. On (B)(6) 2007 the patient commenced incontinence medication: incontinence liners for the treatment of: urinary incontinence . Treatment duration: 10+ yrs. On (B)(6) 2011 the patient commenced psychological medication: lovan, cymbalta for the treatment of: depression. Treatment duration: 5+ yrs . On (B)(6) 2011 the patient commenced other medication (please specify): fluconazole for the treatment of: vaginal infection (thrush). Treatment duration: 10+ yrs. On (B)(6) 2007 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor, for pop and ui. Treatment duration: 2-5 yrs . On (B)(6) 2011 the patient commenced topical treatment (including oestrogen cream): cannesten for the treatment of: vaginal infection (thrush). Treatment duration: 10+ yrs. On (B)(6) 2011 the patient commenced other (please specify) for the treatment of: pain. Treatment duration: 10+ yrs.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2007. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain,vaginal pain, pelvic pain, groin pain, perin pain, anal pain, rect pain, thi pain, pain inter, inab inter, off vag dis,diff bowel, rec incont, damage, and psych. Surgical interventions: on (B)(6)2012 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: abdominal hysterectomy for menorrhagia (and offensive vaginal discharge). Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: advil for the treatment of: anti inflammatory . Treatment duration: 5 yrs. On (B)(6) 2007 the patient commenced incontinence medication: incontinence liners for the treatment of: urinary incontinence . Treatment duration: 10+ yrs. On (B)(6) 2011 the patient commenced psychological medication: lovan, cymbalta for the treatment of: depression. Treatment duration: 5+ yrs . On (B)(6) 2011 the patient commenced other medication (please specify): fluconazole for the treatment of: vaginal infection (thrush). Treatment duration: 10+ yrs. On (B)(6) 2007 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor, for pop and ui. Treatment duration: 2-5 yrs. On (B)(6) 2011 the patient commenced topical treatment (including oestrogen cream): cannesten for the treatment of: vaginal infection (thrush). Treatment duration: 10+ yrs. On (B)(6) 2011 the patient commenced other (please specify) for the treatment of: pain. Treatment duration: 10+ yrs.